Manufacturer narrative:
Add literature attachment. Citation: nayanar urk, jaiswal d, nagre sw, dash jr. Prosthetic av fistula graft¿last hope in dialysis-dependent ckd patients: a case series. Eur j cardiovasc med. 2025;15(5):611-616.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. The root cause of the complaint couldn't be established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿prosthetic av fistula graft¿last hope in dialysis-dependent ckd patients: a case series." Eur j cardiovasc med. 2025;15(5):611-616. Https://doi.org/10.61336/ejcm. The objective of this study was to present six cases of prosthetic av graft creation using gore-tex® stretch vascular graft and gore® propaten® vascular graft (w.l. Gore & associates inc., flagstaff az, USA) in dialysis-dependent cdk patents with failed native fistulas associated with unsuitable venous anatomy. The study highlights the practical challenges and outcomes associated with prosthetic av grafts in diverse clinical scenarios. Case 3 within 30 days post-procedure, case 3 experienced a thrombus and underwent surgical thrombectomy to remove the thrombus. Graft functionality was successfully restored, and he resumed hemodialysis through the graft without further complications for the next 10 months.